Manufacturer narrative:
This is two of two final MDR report being submitted for this complaint with associated MFR# 3008264254-2016-00044 and 1226348-2016-00127. An enterprise device and prowler select plus micro catheter were received inside of a plastic bag. The received devices were inspected and no damages were noted on them. The received devices were inspected under microscope and no damages were noted on them. The functional analysis was performed according with the involved units (enterprise and prowler select plus) and no anomalies were noted during the functional test. The received micro catheter was flushed using a lab sample syringe, after that; a y connector was attached to the hub of the micro catheter and a lab sample enterprise device was introduced into the micro catheter and it can be advance through of the received micro catheter without any difficulty. The reported failure of obstruction of the prowler select plus catheter was not confirmed. Neither the product analysis nor the DHR review suggests that the failure could be related to the manufacturing process, procedural factors and handling process may have contributed to the failure as reported. No corrective action will be taken at this time.

Manufacturer narrative:
This is two of two initial MDR report being submitted for this complaint with associated MFR# 1226348-2016-00127. (B)(4). Concomitant devices chikai 14 by asahi intecc and roadmaster by goodman. The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
As reported by a healthcare professional, the physician first delivered the enterprise2 stent (enc402300/10602080) through the prowler select plus catheter (606s255x/17334305) from midbrain aorta to internal carotid artery. He matched the stent distal marker and the prowler catheter distal marker to adjust the implanting position. Then, he moved the catheter to the stent positioning marker, but both stent and catheter moved proximal. At that time, he tried inserting the stent into catheter, but the distal part of stent was stuck at 1-2mm from distal end of the prowler catheter. These products were collected and replaced with new products. The procedure was successfully completed with 5 minutes delay using a new prowler select plus microcatheter (lot unknown) and enterprise stent (lot unknown). There were no patient injuries or complications reported. The procedure was stent assisted coil embolization assisted of an aneurysm at the branch of the internal carotid artery and the anterior choroidal artery. The patient is a (B)(6), whose vessels were moderately tortuous but calcification level are unknown. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible defect or damage was noted on the products prior to and after the event. No unintended detachment was observed in the vessel or in the microcatheter. The products will be returned for the investigation. No further information is available.